Manufacturer narrative:
Concomitants products: truliant cr cemented femur right size 1.5 (cat# 02-020-13-0315 / serial# (B)(4)) . Truliant cemented tibial tray size 1.5f/1.5t (cat# 02-020-45-1515 / serial# (B)(4)). Optetrak 3 peg patella size 32mm round (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 years post initial right tka, this (B)(6) male patient's surgeon booked a revision tka with patellectomy. The patient had a fall on their total knee and post the fall the patient was having pain and instability. The poly implant that was in the patient and removed during the revision surgery was affected by the exactech manufacturer knee poly recall. The surgeon went from what was in an 11 mm crc to trailing and implanting a 15 mm crc poly. The surgeon removed bone from the patella and closed the knee. The patient left the or stable. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos & x-rays received. The devices are not available for evaluation as the devices were discarded or lost in transit from the sx room to decontamination and spd.

Manufacturer narrative:
(H3) as reported, approximately 3.5 years post initial right tka, this 75 y/o male patient's surgeon booked a revision tka with patellectomy. The patient had a fall on their total knee and post the fall the patient was having pain and instability. The poly implant that was in the patient and removed during the revision surgery was affected by the exactech manufacturer knee poly recall. The surgeon went from what was in an 11 mm crc to trailing and implanting a 15 mm crc poly. The surgeon removed bone from the patella and closed the knee. The patient left the or stable. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos & x-rays received. The devices are not available for evaluation as the devices were discarded or lost in transit from the operating room to decontamination and spd. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and a trauma. These devices are used for treatment not diagnosis.